Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Extreme pain in my legs [pains in legs]. I could barely manage to walk [difficulty in walking]. Once I got home, I didn¿t know where to turn [disorientation]. Stress [stress]. Case narrative: this spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pain in extremity ("extreme pain in my legs"), gait disturbance ("I could barely manage to walk"), disorientation ("once I got home, I didn¿t know where to turn") and stress ("stress") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the pain in extremity, gait disturbance, disorientation and stress had resolved. The outcome of medical device removal was unknown. The reporter considered disorientation, gait disturbance, medical device removal, pain in extremity and stress to be related to essure administration. The reporter commented: patient did not know the cause of her symptoms for years. ¿in my case, the complaints manifested themselves in extreme pain in my legs,¿ says patient. ¿I could barely manage to walk to and from the supermarket around the corner. But once I got home, I didn¿t know where to turn. I was wracked with pain. She took a lot of paracetamols to ease the pain. Without success. She sought help from her general practitioner, but they could not offer a solution. ¿the complaints were soon attributed to stress, because there were a number of things going on in my life. But no one could convince me it was purely stress related. I have a high pain threshold. Something was wrong. I went to my gynecologist to share my story and what I had read in the article. The gynecologist could not say with certainty that my symptoms were related to the essure method but agreed to remove the coils. Within a month, I was free of all my symptoms. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2025: quality safety evaluation of product technical complaint. Internal correction: event "once I got home, I didn¿t know where to turn" added and coded to (disorientation). Event verbatim updated. Reporters' causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] extreme pain in my legs [pains in legs] I could barely manage to walk to and from the supermarket around the corner [difficulty in walking] the complaints were soon attributed to stress [stress]. Case narrative: this spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pain in extremity ("extreme pain in my legs"), gait disturbance ("I could barely manage to walk to and from the supermarket around the corner") and stress ("the complaints were soon attributed to stress") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the pain in extremity, gait disturbance and stress had resolved. The outcome of medical device removal was unknown. The reporter considered gait disturbance, medical device removal, pain in extremity and stress to be related to essure administration. The reporter commented: patient did not know the cause of her symptoms for years. ¿in my case, the complaints manifested themselves in extreme pain in my legs,¿ says patient. ¿I could barely manage to walk to and from the supermarket around the corner. But once I got home, I didn¿t know where to turn. I was wracked with pain. She took a lot of paracetamol's to ease the pain. Without success. She sought help from her general practitioner, but they could not offer a solution. ¿the complaints were soon attributed to stress, because there were a number of things going on in my life. But no one could convince me it was purely stress related. I have a high pain threshold. Something was wrong. Years passed. It was not until 2015, when patient read an article about a woman who had exactly the same symptoms after sterilization via the essure method, that the penny dropped. ¿I then went to my gynecologist to share my story and what I had read in the article. The gynecologist could not say with certainty that my symptoms were related to the essure method but agreed to remove the coils. Within a month, I was free of all my symptoms. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal] , extreme pain in my legs [pains in legs] , I could barely manage to walk [difficulty in walking] , once I got home, I didn¿t know where to turn [disorientation], stress [stress] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced pain in extremity ("extreme pain in my legs"), gait disturbance ("I could barely manage to walk"), disorientation ("once I got home, I didn¿t know where to turn") and stress ("stress") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the pain in extremity, gait disturbance, disorientation and stress had resolved. The outcome of medical device removal was unknown. The reporter considered disorientation, gait disturbance, medical device removal, pain in extremity and stress to be related to essure administration. The reporter commented: patient did not know the cause of her symptoms for years. ¿in my case, the complaints manifested themselves in extreme pain in my legs,¿ says patient. ¿I could barely manage to walk to and from the supermarket around the corner. But once I got home, I didn¿t know where to turn. I was wracked with pain. She took a lot of paracetamols to ease the pain. Without success. She sought help from her general practitioner, but they could not offer a solution. ¿the complaints were soon attributed to stress, because there were a number of things going on in my life. But no one could convince me it was purely stress related. I have a high pain threshold. Something was wrong. I went to my gynecologist to share my story and what I had read in the article. The gynecologist could not say with certainty that my symptoms were related to the essure method but agreed to remove the coils. Within a month, I was free of all my symptoms. After this treatment, several physical symptoms have developed. I have since had follow-up treatments, and the foreign-body material has been removed. Because of the symptoms, I am limited in my normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-feb-2026: case became potential legal. Patient address details & essure insertion date updated. Essure insertion date updated. Primary reporter changed to consumer. Reporter causality comment added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.